Event description:
It was reported that the capsular bag extended and the lens became vaulted/decentered approximately 9 weeks post implantation. The incision was enlarged, the lens was cut and removed and replaced with another model lens and sutures were used. The patient's status is described as ''doing well'' additional information has been requested but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.